Event description:
Initial ammonia result of 0 umol/l was repeated and recovered 60.4 umol/l. Incorrect result was not used to provide pt treatment. Field sevice rep cleaned, lubricated and adjusted the rotor and workstations. Performed check tests and ran quality control materials. Check tests and quality control material recovered within stated range.